Event description:
It was reported that the ilet user experienced significant glucose fluctuations overnight, with a low followed by a high, after overtreating hypoglycemia with snack cakes and orange juice. Education and troubleshooting were provided on using oral glucose per instructions, and no device component issue was identified, indicating an improper or incorrect procedure rather than a device malfunction. Symptoms included hypoglycemia with a nadir of 45 mg/dl accompanied by clamminess/ feeling hot, with subsequent hyperglycemia peaking at 323 mg/dl. Outcomes included no lasting health consequences or impact. Investigation included communication with the user and analysis of information provided. Investigation of this case revealed no device problem, while a usage problem was identified consistent with overtreating hypoglycemia, and no specific device part or component was implicated. It was concluded, based on previously established findings for similar reports, that the cause was unintended use error and failure to follow instructions.